Manufacturer narrative:
The reported event was confirmed through the service evaluation process. Any physical impact can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led cover of the device was found to be broken off. No adverse consequences or delays were associated with this event.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led cover of the device was found to be broken off. No adverse consequences or delays were associated with this event.